Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump battery cap could not be removed. Customer's blood glucose was unknown at the time of incident. Customer reported that she went to the hospital and replacement insulin pump was requested due to unable to remove the battery cap. Customer was advised remove the battery cap with a quarter or flat head screwdriver and was unsuccessful. Advised customer to discontinue use of insulin pump if the battery is low. Replacement insulin pump will be replaced and is expected to return for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. The insulin pump was received with stripped battery cap(p)coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was later clarified that the hospital could not assist the customer with removing the battery cap. The customer also did not receive medical treatment while at the hospital.